Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a repeated error occurred on the integrated electrosurgical unit (iesu) during use. The tse reviewed the logs remotely and determined they pointed to an internal fault within the generator. The tse informed the user that the issue has occurred before and was already reported. Procedure outcome is unknown at the time of the report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced iesu to resolve the issue with errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.